Event description:
It was reported that revision surgery is scheduled for (B)(6) 2012.

Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
(B)(4)